Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on remote transmission the right ventricular (rv) lead exhibited undefined impedance measurement. However, it was determined that this was a false reading caused by a data recording issue with the implantable pulse generator (ipg). A second transmission was sent and the impedance readings were within normal parameters. The ipg remains in use. Artifact was also noted on rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.